Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with episodes of intermittent undersensing on their implantable cardiac monitor, which was attributed to the implant position. No intervention was reported. The patient was in stable condition.